Event description:
It was reported that during a procedure of the heavily tortuous and 95% stenosed lesion in the left circumflex (lcx), a pilot 50 and two different non-abbott balloon catheters were used for predilatation, however, the 2.5 mm x 28 mm xience v stent delivery system (sds) could not cross the lesion. After the stent was removed the procedure was completed without stent implanting. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis revealed that the hub was separated from the catheter and was not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the shaft, which is consistent with handling and/or advancement into the body. There was no contrast visible. The stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There were mangled struts in the proximal end of the stent implant. There was no note of any damages noted to the stent implant during inspection prior to use or included in the incident report. It is most likely that this damage occurred during the procedural attempts to advance/cross the lesion, and/or during handling, packaging, and shipment back to abbott vascular for analysis. The hypotube was separated/detached 109.2 cm proximal to the guide wire exit notch, and the separated portion including the hub was not returned. The hypotube fracture face was oval shaped and the hypotube jacket was stretched and jagged at the separation, suggesting tensile overload (material fatigue/stress). Follow-up information received from the account revealed that the shaft separation/detachment did not occur during the procedure, but during handling of the device for return. There is no indication of a product quality deficiency. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. In this case, the lesion was described as heavily tortuous and 95% stenosed, which likely contributed to the reported failure to advance/cross the lesion. A review of the device lot history record revealed no associated nonconforming material record that would have contributed to the reported event. A query of the complaint-handling database for the reported lot did not reveal any other incidents for shaft separation/detachment for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before release.